Event description:
It was reported that a power supply (18n) is cracked and the wires exposed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record review revealed no complaint related issues. Visual evaluation revealed the power supply was cracked, it was noted that the crack was perpendicular to the actual seam of the power supply casing. Conclusion: failure of the casing is likely that the unit was dropped.